Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was scheduled for a device change out due to eri. The device was interrogated prior and found the sense/pace impedance to be high on the lead. The lead was extracted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead with the connector pin measuring 29.1cm was returned for analysis. Inner coil fracture was noted at 29.1cm from the connector pin, consistent with clavicular crush. This fracture is consistent with the field observation of high lv lead impedance.